Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have one (1) severely bent grip tip, causing misalignment of the grip-tips. A clip can be properly loaded into the clip groove of the grip-tips but failed the clip test. The grips were not found to have cracking damage. Additional observation(s) related to the customer's complaint: the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). A clip was able to be installed onto the grips, but the clip did not fully close and therefore did not attach to the tubing. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not hold the hem-o-lok clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.